Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the site causing bleeding. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 5 and 24 hours on the abdomen. It was noted that the cannula dislodged from the site causing bleeding. Hyperglycemia treated with a new pod.